Manufacturer narrative:
The facility has taken this lift out of svc permanently and will not be making repairs.

Event description:
Facility staff reported that a bolt broke on a sabina mobile lift that allowed it to tip over. Pt fell to the floor and bumped their head. Caregiver alleged bump to the leg.